Event description:
It was reported that a cartridge alarm occurred during the load sequence and during insulin delivery. It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Customer¿s blood glucose level was around 400 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Alarm 20 was verified. Minimum fill issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.